Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the deployment of t1, the t2 deployed prematurely. No patient injury or complications were reported.

Manufacturer narrative:
One fast-fix 360 straight needle delivery systems were returned for evaluation. Visual assessment of the device showed no ts or sutures remain on the insertion needle or were returned for examination. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. It appears that the trigger was inadvertently advanced causing the pre-deployment of t2. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.